Event description:
Edwards received information that this bioprosthetic valve, implanted approximately eleven (11) years and two (2) months, was explanted due to stenosis secondary to calcification. The explanted device was replaced with another bioprosthetic valve. Patient is noted to have tolerated the procedure well.

Manufacturer narrative:
The device was not returned to manufacturer. The reported clinical observation cannot be confirmed without receipt and evaluation of device. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.